Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Both the ra and rv leads were capped at a generator change out for expected eri. The ra lead had been non function for a while and it wasn't clear why, only that it was failing to capture. This rv lead was capped because when they went to remove it from the ICD, the insulation separated from the lead tip and the wires were exposed. Both leads were replaced with the same models and no adverse patient side effects were reported.